Event description:
Healthcare professional reported left side deflation and later added, "any creases associated with hole" and "lateral migration of the left implant pocket". The device has been replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and opening extended on anterior. Leak test and microscopic analysis was performed which identified: straited opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional additionally reported "any creases associated with hole" and "lateral migration of the left implant pocket."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.